Manufacturer narrative:
The additional info included on this medwatch was received on 02/18/10.

Event description:
On (B) (6) 2007, the patient was implanted with a gore propaten vascular graft (6x40) in the left thigh in an a-v access procedure from the femoral artery to the saphenous vein. On (B) (6) 2007, the pt presented with a graft infection which developed into sepsis and an aortic root abscess that was secondary to the infected thigh graft. The graft was explanted and patch angioplasty of the left femoral artery was performed.